Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor went to deploy the angio-seal device on a patient after an angiogram was done of the common femoral artery and closure was indicated. The doctor located the vessel appropriately and inserted the angio-seal device. Upon retraction of the device to seal the vessel, the angio-seal came all the way out of the skin tract. After inspection of the device it seemed as if the suture broke at the anchor point and the anchor remained in the vessel while the suture and collagen plug was recovered on the outside of the skin tract. The doctor held manual pressure to achieve hemostasis. The patient seemed to tolerate this ok and was discharged later that evening. The procedure was a peripheral intervention using a 6fr pinnacle sheath and exchanged for a 6fr destination 45cm sheath. The vessel was normal at the common femoral artery (cfa). A 6fr angio-seal was attempted. The patient was in stable condition. The procedure outcome was unsatisfactory.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The user facility provided a photo of the used device and based on the given photo it was confirmed that the anchor had detached and was not visible with the collagen. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.